Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There is possibility that the shape of the faston terminal of the cable unit of the device varied due to a problem in the processing method of the faston terminal which is a type of solderless terminal, and the contact area with the led unit connector became smaller. Therefore, omsc concluded that an oxide film was formed on the faston terminal and the connector of the led unit, which increased the contact resistance and caused an error (e105). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to okr for evaluation. In the evaluation of okr the following was confirmed; -led unit was defective. -led error log was displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a lamp error (e105) occurred during the incoming inspection of the device for the repair at olympus (B)(4) (okr). This error code means that the video system center is damaged. There was no report of patient injury associated with this event.